Event description:
An abbott field service representative (fsr) stated that while performing preventive maintenance on the architect i2000, a leak was observed which shorted out the cardcage. Smoke and a burning odor was observed. No injury was reported.

Manufacturer narrative:
An abbott field service representative (fsr) noticed a large leak after removing the gutter system on the architect i2000 analyzer. The leak caused wash buffer to flood the bottom of the analyzer and migrate into the cardcage causing several connectors on the cardcage to short out. Smoke was observed coming from the front of the analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) reported that he noticed a leak while performing preventive maintenance on the architect i2000 system. While troubleshooting the leak, the card cage shorted out which caused a burning smell and smoke. The leak was traced to the gutter system at the r1 active wash cup. Removing the gutter caused wash buffer to flood the bottom of the unit which migrated to the card cage and shorted out several connectors. Smoke was observed and a strong burning smell was noticed by the customer. The gutter system required replacement and the fsr was able to repair the card cage to resolve the issue. Additional customer complaints have been received noting that liquid dripped onto electrical components and caused smoke. Abbott diagnostic equipment and accessories from the (B)(4) site are certified to the appropriate safety standards to ensure that the design and methods of construction provide adequate protection for the operator. The abbott diagnostic division performs an in-depth risk analysis equivalent to iso/iec (B)(4) which ensures that the overall residual risk is at an acceptable level. No adverse trends in conjunction with the complaint issue were identified. Current labeling in the operations manual advises customers on electrical hazards. A deficiency was not identified as the electrical safeguards built into the system provided protection to the operator as expected. This is the final report.